Event description:
The lay/user patient contacted lifescan (lfs) on april 8,2007, and alleged that the font was too small in the logbook function of the ultrasmart meter. The patient stated that because of the small print, she misread the result in the meter and took 7 units of novolog insulin based on what she thought the meter result read. It is not clear if she had based this dose on the meter result. The patient stated that she then had a seizure. Her legs and arms were bruised. This occurred in 2007, at 11:30pm. It does not appear that she received any medical attention at this time. She contacted her physician by phone and she was advised to call back two days later, to follow-up on her condition. It would have been helpful to know how long she has been using this meter, the date/time she obtained her last test result prior to this event, the date/time that she accessed the logbook in her meter, the symptoms occurred in relation to the time she took her insulin, if she received any medical assistance at the time of the seizure, her medication regimen. It would also be helpful to know if the patient regularly uses the memory mode to review her last result prior to taking her medications and if she bases her insulin dose on the meter results.there does not appear to be a malfunction, as the patient alleged problem with the font size on the meter's display; however, this complaint is being reported, as the patient claims she used the meter's logbook, took insulin, and subsequently suffered an injury. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and,if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.